Manufacturer narrative:
Please note that while filling out this form the combination product category was checked off before the page was reached. Nuvisc is not a combination product. Please disregard the checked box as we were unable to unchecked it.

Event description:
The customer reports that the surgeon was injecting nuvisc into the anterior chamber of the patient and the nuvisc came out of the syringe from under the hub and the cannula came off resulting in a torn capsule.